Event description:
After 1 month of implantation, this lead was explanted because of an infection. Note: the pacemaker and ventricular lead that were attached to this device were also reported on an MDR.

Manufacturer narrative:
Since the device was not returned for analysis, the production history and sterilization records were reviewed. The records showed that the device was manufactured, sterilized and released according to applicable standard operating procedures. Please see the attached analysis for complete details. Devices sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Moreover, it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, and this has already been described in the literature.